Manufacturer narrative:
This programmer was thoroughly inspected and analyzed upon receipt at our quality assurance laboratory; functional testing and baseline checks were completed. The programmer was powered on and the logfile was downloaded; data review revealed that no error/fault codes had been recorded. The programmer was able to interrogate a test pulse generator device several times, confirming successful communication between the programmer and device. The ECG and pacing system analyzer (psa) functions passed all testing. Additionally, the touchscreen was tested for functionality and calibration; no anomalies were observed. Laboratory analysis was unable to determine how or why the touchscreen became unresponsive during pacing threshold testing. No error or fault codes were recorded in the programmer's logfile and benchtop testing was unable to reproduce the behavior. Currently, representatives from our post market quality assurance, manufacturing, and design assurance groups are actively investigating this unresponsive touchscreen behavior with the latitude programmer to determine the root cause. Information gained through this investigation will be utilized to pursue appropriate preventive action(s), as necessary.

Event description:
T was reported during a routine device check that this programmer did not save a snapshot of the threshold test and the programmer froze. The programmer was power-cycled, and the screen was still froze. A different programmer was used without issue and no adverse patient effects were reported.